Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's wife reported the death of her husband. The last blood glucose reading was 216 mg/dl. Customer had a procedure perform. Customer went to emergency room on the next day due to swelling in arm. Customer was to start dialysis. Customer passed away in the hospital. Customer used the new insulin pump for two days. Customer died of natural causes. Caller will return the insulin pump. Nothing further reported.